Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer facility called to report leakage with the ext set w/ care site & filter. Reported that the patient was hooked up to a bag on thursday on (B)(6) 2024 which administering chemotherapy. Returned to the hospital on friday and when the nurse went to remove the tegaderm dressing and gauze (as they were still infusing the bag), it was noted the device was leaking around the filter area; near the little hole around the circle.